Event description:
Neuro pattie was not detected by x-ray. Product package states they are radiopaque. Test performed the next day with the same lot neuro pattie. Md and radiologist were unable to detect the pattie on the x-ray. Pt taken back to surgery to locate neuro pattie. Pattie was found and removed. Pt recovered to be discharged home.